Event description:
It was reported that this right ventricular (rv) lead exhibited rising pace impedance measurements which rose to greater than 2,000 ohms during the implant procedure. This occurred while connected to the pacing system analyzer (psa). Once connected to the device, the pace impedances settled down to 800 ohms. Technical services (ts) discussed the possibility of electromagnetic interference (emi) effects. The following day the measurements were stable. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.